Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument was found to be broken. The procedure was completed with no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the damage on 8mm mega suturecut needle driver instrument was located in the trocar. The instrument had a broken cable. There was no missing material / piece on distal end of instrument. There were no reports of fragment(s) falling into the patient. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and it was found to have loose grip cables at the grip hub and at the proximal short input. The probable root cause of loose grip cable is attributed to a cracked input shaft, which can lead to cable dislodgement at the proximal end, resulting in a lack of tension and a loose or dislodged cable at the distal end. Such cracks in pulleys, shafts, and disks within the housing typically occur due to improper reprocessing conditions. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.